Event description:
It was reported that this artificial urinary sphincter (aus) was not working due to the patient not being able to empty the device. A cystoscopy was performed, and it was noticed that the pump was not cycling since it remained collapsed when pressing it. The device remains implanted and a revision procedure is planned. No patient complications were reported.